Event description:
The customer reported that no live image was displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Loose connections were tightened and the video cable was repaired. The system was tested and found to be working as intended and put back into service.